Manufacturer narrative:
Per the field service representative (fsr), the issue was caused by a glitch in the date and time upon boot up. The system was showing year 2086 which caused the epgs and batteries to alarm. After two power cycles, the issue was resolved and the date was corrected and the alarms cleared. D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' and a 'you have exceeded the 2-year battery life' messages. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.